Manufacturer narrative:
(B)(4). The complaint airvo is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the speaker of an airvo 2 humidifier was not audible. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the complaint airvo unit was not returned to fisher & paykel healthcare for evaluation. Several attempts were made to obtain the unit back for investigation but no response was received. Without the complaint device from the hospital, we would not be able to determine definitively the root cause of the reported fault. Our analysis is therefore accordingly based on the information provided by the healthcare facility, and the results of previous investigations on similar complaints. Results: the customer reported that the speaker of an airvo 2 humidifier was not audible. Previous investigations into this type of failure have identified that the problem is caused by a faulty speaker and electrical resistance testing has shown the speaker's resistance to be open circuit. Conclusion: as part of our ongoing product improvement initiatives, we have implemented a soak test for 100% testing of the speaker harness on the airvo production line, which identifies and discards any faulty speakers prior to assembly into the airvo. Additionally a new speaker unit has more recently been sourced from a different supplier. The subject airvo was manufactured prior to implementation of the new speaker. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in texas reported that the speaker of an airvo 2 humidifier was not audible.there was no patient consequence reported.